Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : device was discarded by customer.

Manufacturer narrative:
The complaint device has not been returned to mitek for evaluation. No further information has been provided regarding the event or the device. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes were implemented. However, without physically examining the device, this root cause cannot be confirmed on this device. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. The observed complaint rate is well below the expected rate per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
During the operation we have noticed that the small metal plate at the tip of the vapr electrode was missing. We were not sure if this went missing prior or during the operation. The c-arm was brought in and the missing object was not seen. Procedure: knee scope the following additional information was received via e-mail from the affiliate on 11-30-15: the device was not a reprocessed electrode. The surgeon completed the procedure without the device. No delay in procedure.